Manufacturer narrative:
There were no devices retained for return investigation. Attempts (11/29/2010, 11/30/2010 & 12/05/2010) were made unsuccessfully for lot/serial# of the devices used in the case.

Event description:
Discovery of this event was made by the spnc rep while speaking to another medical device company rep. There was no spnc rep present during the case. This was a therapeutic ICD lead extraction during a routine battery change conducted in the cardiac catheter lab utilizing fluoroscopy, but with no arterial line access. The total number of leads were 3, and the age of the single lead to be extracted (rv lead) was 5 years and 7 months. The md prepped the lead and attached the lld-ez to the distal tip of the cardiac lead. Lasing of the rv lead began with the 14f sls. The md encountered heavy fibrosis and decided to switch to a "cook extraction tool." There was little progression made with the cook device, so the physician decided to return to the 14f sls laser lead extraction method. During the extraction of the lead, the pt's blood pressure notedly dropped. The CT surgeon was paged, the pt was prepped for operating room and transferred immediately. The CT surgeon performed an emergent sternotomy, discovered a svc tear, but was unable to repair the injury prior to the pt losing an excessive amount of blood. (Per physician).